Event description:
It was reported that the device was used during an unknown procedure. It was reported by the rep that a piece of the insulation is missing near the tips. User facility medwatch was received in 12/2001. It stated that the part of insulation on the device was missing and exposed metal burned uterus.